Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 80-90 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge.